Event description:
Patient reports their legacy pump is constantly giving high pressure alarms. Patient currently is on backup pump with no problems. Patient has been on therapy for 10+ years, has already tried troubleshooting. Patient is also requesting #48 cassettes as they always have problems with them and needs to waste them a restart. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Reason(s), date of admittance/discharge or current length of hospitalization is unknown. Unknown if md is aware. Dose/amount: veletri sdv - 58ng/kg/min. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Did the patient have a back up device they were able to switch to? Yes - if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.